Event description:
A phone call was received from an atty representing a pt who underwent a resection of the terminal ileum and cecum performed by the surgeon. Post operatively, the pt experienced an anastomotic leak. The atty indicated that his expert physician has no criticisms of the device; however, the surgeon has indicated he believes the instrument contributed to the outcome.